Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing performance was decreasing and he had no speech discrimination. Several new fitting maps were carried out on (B)(6) 2013, with one fluctuating channel being switched off. The situation did not improve. The patient felt a low noise on turning on the audio processor, which could not be eliminated with fitting.